Event description:
The account alleges that the hi/low is drifting.

Manufacturer narrative:
The technician stated that they repaired the hi/low drift, however, the technician did not document what was specifically performed to correct the issue. Based off of the technician, the device is operating normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.